Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device did not have unexpected turn off anomaly noted during testing. The device was received with normal operating currents. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump, which primed all of the insulin out. The customer's blood glucose level was 72 mg/dl. The customer stated that the insulin pump was neither bumped nor dropped in the 24 hours prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.